Manufacturer narrative:
The valve was returned to the manufacturer. After decontamination, the valve was visually inspected without highlighting elements of non-conformity according to the specifications. On the other hand, a deformation on the leaflet #1 was observed. The hydrodynamic testing on the pvf-xl was conducted. The effective orifice area (eoa) at 70 bpm, 5.0 l/min of cardiac output and mean aortic pressure of about 100 mmhg is 4.63 cm2, above the iso 5840 minimum requirement 1.7 cm2. For a cardiac output of 5.0 l/min and mean aortic pressure of about 100 mmhg, the regurgitant fraction is 6.7% and it is below the requirement of iso 5840 (rf% < 15%) for a prosthesis of equivalent tad. No anomalies were observed during valve opening and closing phase under both normotensive, and hypotensive conditions. This is further confirmed from the comparison with the images of the test carried out before the release of the product (steady flow test), which show no evidence of anomalous behavior, while a substantial correspondence can be observed in the morphology of the opening / closing leaflets. On the basis of the analyses carried out, the reported event cannot be explained by any factor intrinsic to the device involved since no regurgitations and opening/closure anomalies were observed during the functional test under hydrodynamic testing conditions per iso 5840:2021 requirements. Furthermore, from the document review performed, no device malfunction was noted.

Event description:
On (B)(6) 2024, a perceval plus valve pvf-xl was implanted in a patient. When checking the valve on echo post implant, it appeared that one of the leaflets was not moving properly and was causing a leak. As further reported, the site confirmed that the surgeon implanted an xl and said everything looked fine until echo. Reportedly, it looked like one of the leaflets was not moving. As such, they went back on pump to adjust it but had the same issue. As such, the perceval valve was explant and a metronic avalus valve was implanted instead. Based on the further information received, patient had an uneventful post op, it was an isolated surgery, patient's annulus was 27, no positioning difficulty was noted and there were no abnormal geometries in patient's annulus. Furthermore, about 30 minutes was added to the procedure as a result of this event but patient remained stable during the prolongation of surgery.

Event description:
On (B)(6) 2024, a perceval plus valve pvf-xl was implanted in a patient. When checking the valve on echo post implant, it appeared that one of the leaflets was not moving properly and was causing a leak. As further reported, the site confirmed that the surgeon implanted an xl and said everything looked fine until echo. Reportedly, it looked like one of the leaflets was not moving. As such, they went back on pump to adjust it but had the same issue. As such, the perceval valve was explant and a metronic avalus valve was implanted instead.

Manufacturer narrative:
The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. The device has been returned to the manufacturer and further investigation on the device is ongoing. A follow up report will be provided upon completion of investigation and/or receipt of any further information.